Event description:
It was reported that a skin irritation causing inflammation, pain, redness, and purulent discharge had occurred while wearing the pod between 25 and 36 hours on the abdomen. The patient consulted their physician and was prescribed cefovit forte antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.